Manufacturer narrative:
Vyaire file identification:pc-(B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire that the vela ventilator experienced an oxygen range error. There was no patient involvement associated with the reported issue.